Event description:
The complainant reported an under-delivery of feeding for a female patient (no age information reported except that patient is over 24 months of age) with a history of crebral vascular accident (no history of diabetes) using a patrol pump, list #52036. It was reported that 1000 ml of feeding was hung and was to be delivered over 16 hours. The rate was intended to be 60 ml per hour. It was reported that approximately 200 ml were delivered. This calculates to be an approximate 80% under-delivery. It is not known whether the pump will be returned for testing and investigation. There was no report of serious injury, illness or medical intervention associated with the event. However, the 80% under-delivery is considered to be clinically significant. This event is reportable in the u.s. As a product problem as a clinically significant under-delivery could result in a serious injury or illness should it recur.